Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient loses stimulation when they get in the car. The patient stated that when this happens they will check with the programmer and the ins is turned off. The caller also stated that the patient reported a poking sensation on the top of the battery, superior in the pocket. There were no falls associated with the issue being reported today. The patient stated that it is related to the positional movement. The patient confirmed that the ins was turning itself off when it should be on. The 8840 shows low impedance. The caller could only run at 1.5 volts due to patient tolerance. When they did this the entire left lead 0-7 was showing >20k. The right side lead is normal. The patient is programmed on the left lead, but indicated that they get good coverage when the therapy is on. The impedance issue was found, and viable programming options were reviewed. The rep will remove all of the programming from the left lead, and adjust adaptive stimulation. No fur ther complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep had not heard of any continued issues with this patient¿s stimulator. Rep did not have any further information. No further complications were reported/anticipated.